Manufacturer narrative:
The pump passed the displacement test and self test. Pump error 63 confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was able to clear the alarm and able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.